Event description:
It was reported that pump touchscreen became cracked and shattered after pump was dropped and hit ground, and touchscreen became unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was unable to safely lift screen protector due to damage, and was advised that pump, which was out of warranty, would be replaced by technical support, with customer using multiple daily injections in the meantime.